Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Subsequently, the customer performed the load fill tubing sequence while connected at the infusion set site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer's blood glucose ranged from 180-230 mg/dl.